Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, there was a scratch on the lens. The lens was explanted and replaced with same model same diopter same company replacement lens during initial procedure. The procedure was completed on same day with no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The lens was returned on a piece of white medical sponge material inside a clear plastic bag. Solution was dried on the lens. The optic was cut into three portions, typical of an insertion and removal. The lens was cleaned with klotho related protein (klrp) to further evaluate. One optic portion with a full, intact haptic had two small scratches on the posterior surface, one near the haptic and the other between the optic center and the optic edge. The optic portion had three sets of cracks in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. The middle optic portion was scratched on the posterior center. The optic portion had cracks in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. The other optic portion with a full, intact haptic was scratched on the anterior surface near the edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The reported scratch on the lens was observed. The optic was cut into pieces, typical of an insertion and removal. The root cause cannot be determined for the reported complaint. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. It is unknown if an adequate amount of viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degrees centigrade (64 degrees fahrenheit) to 23 degrees centigrade (73 degrees fahrenheit). Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).